Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a tortuous anatomy; however, a previously implanted nitinol stent of unspecified brand was in the iliac arteries. The patient had a prior medical history of valvular disease. During the procedure, difficult to advancement was noted so it was decided to remove the ds and valve to open the access. It was decided to reload the valve since it exceeded the required time to stay out. An unspecified tissue was noted on both the valve and the ds. Valve and ds were replaced to avoid any stroke or other issues. Under examination, the implanted stent at the iliac artery was noted to have moved due to the interaction with the ds. An another stent was placed in the iliac artery as an intervention. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was stable.

Manufacturer narrative:
An event of difficult to advance through patient anatomy and device damaged by another device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, there was a previously implanted nitinol stent of unspecified brand was in the iliac arteries. During the procedure, there was a difficult to advancement so it was decided to remove the ds and valve to open the access. An unspecified tissue was noted on both the valve and the ds. Valve and ds were replaced to avoid any stroke or other issues. Under examination, the implanted stent at the iliac artery was noted to have moved due to the interaction with the ds. An another stent was placed in the iliac artery as an intervention. Based on the information received, the reported difficult to advance through patient anatomy appears to be related to patient conditions and procedural conditions . The reported device damaged by another device was related to the delivery system interacted with the previously implanted stent at the iliac artery. The reported unexpected medical intervention was a new stent was placed in the iliac artery. There is no indication of a product quality issue with regards to manufacture, design, or labeling.